Event description:
It is reported that the patient's insulin pump has an unresponsive keypad. Patient's blood glucose level is 160mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.